Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained when processing a vitros liquid performance verifier using vitros chemistry products amon slides lot 1018-0251-5060 on a vitros 5600 integrated system. The most likely assignable cause of the lower than expected vitros amon quality control result is an instrument issue related to microslide incubator contamination. Prior to service actions performed by an ortho field engineer (fe), two separate within run vitros amon precision tests using two different lots of vitros amon reagent were outside of ortho guidelines indicating the vitros 5600 integrated system was not performing as intended. After service actions were performed by the ortho fe which included cleaning of the microslide incubator, changing the evaporation caps and replacing the waste liner, another within run vitros amon precision test was conducted which yielded results that were within acceptable guidelines. This indicates that an instrument related issue is the likely assignable cause of the event. The lower than expected vitros amon result was obtained when processing a control fluid. No results were reported out of the laboratory. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event.

Event description:
A customer reported a lower than expected vitros amon result when processing vitros liquid performance verifier fluids on a vitros 5600 integrated system. Vitros liquid performance verifier ii lot g6496 vitros amon result of 149.5 umol/l versus an expected result of 193.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected patient sample result was not reported outside of the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number # (B)(4).